Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2013, pst inratio: 2.3, md inratio: 1.6. Pt self tester's inratio inr=2.3; doctor's inratio inr=1.6; same lot strips and same fingerstick site used. Pt self tester's meter performed first then the second drop of blood was applied to the md's meter. Therapeutic range: unk.

Manufacturer narrative:
Investigation pending.